Event description:
It was reported that during a tibial fracture procedure two monitoring system probes failed. The probes were used for 3 readings, but when the fourth reading was attempted, it came back probe failure on the display. A second probe also failed, so a new probe cable was used and still did not work. Later a third probe was tested and worked with the new cable. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for diagnosis not treatment. Device is an instrument and is not implanted/explanted. Manufacturing dates; 6/9/12, 6/21/12, and 12/13/12. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.